Event description:
The customer stated that several patient samples generated discrepant results for the architect ck-mb assay. The results were discrepant on the architect verses two other (non-abbott) methods (vidas and advia). Data from (B)(4) patients was provided, (B)(4) of which generated clinically discrepant results between the architect and the other two methods. The cut-off point the customer is using for the architect is 6.6 ng/ml, for vidas 5.1 and for advia is 5.0 ng/ml. For example, one patient sample generated a negative result of 5.4 ng/ml on the architect compared to a positive result of 12.04 (vidas) and a positive result of 7.14 ng/ml (advia). Another patient sample generated a positive result of 9.4 on the architect compared to negative results generated on the other two methods. Suspect results were not reported out and no impact to patient management was reported.

Manufacturer narrative:
This is a duplicate report of report number 1415939-2012-00096.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.